Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported fluid leaking from the cassette when the system was shutdown after a procedure. There was no pt harm reported.